Manufacturer narrative:
Patient medications:amlodipine, clonidine hcl, clopidgrel, ergocalciferol, vytorin, hydrochlorothiazide, klorcon, lorazipam, leuoflozacin, lorsartan, metformin, omeprazole, proair inhaler, and prometh/codine syrup. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks. (B)(4).

Event description:
On (B)(6) 2014, the patient was treated for a thoracic aneurysm using a conformable gore tag thoracic endoprosthesis ((B)(4)). On (B)(6) 2015, an intervention was performed to treat a type I distal endoleak. An aortic extender endoprosthesis ((B)(4)) and a gore tag thoracic endoprosthesis ((B)(4)) were implanted to resolve the endoleak. The patient tolerated the procedure and the endoleak was resolved.